Event description:
Additional information was received from a consumer. The patient received a new implant in (B)(6) 2015. The pump became infected and upon removal, it was stated that the infection was "due to part of the pump entering the bloodstream".

Manufacturer narrative:
Correction filed to report the UDI number.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l43271, implanted: (B)(6) 1997, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was stated the patients previous allegation was correct, "part of the pump (metal) entered the bloodstream." In 2015 pump serial number (B)(4) was located on the left side and the patient stated the recovery wasn't looking good from the replacement on (B)(6) 2015. The patient stated they went through whole pump replacement process on (B)(6) 2015, and was recovering and went in for a refill and the nurse said the pump didn't look right on left side stating there was a dot on the scar line. There was no fever, the area wasn't hot, but it was reddened and the patient was told to watch it. In (B)(6) of 2015 (when the patient was in the ER) the patient stated they still had the redness of the pump scar and the little circle dot at the end of the scar, but there was no fever, or anything. The patient stated they took the blood sample from the pump. The patient stated they were asleep and woke up the next morning on (B)(6) 2015 and there was metal in the blood. The healthcare provider stated that the pump needs to be replaced. The patient stated they were given intravenous antibiotics (they weren't told of an infection name). The patient stated at the pump replacement the pump was moved to the right side and was a smaller size than the previous pump.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l43271, implanted: (B)(6) 1997, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving gablofen (2000 mcg/ml at 288 mcg) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. The patient had small dehiscence of the pocket and drainage. Antibiotics were administered; no diagnositics were done. The pump was removed and a new pump was placed on the other side. The issue was resolved. The patient status was reported at alive-no injury.